Manufacturer narrative:
Continuation of medical devices: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported poor communication. The patient called because they couldn't get it to turn on. Patient clarified they were getting poor communication when they went to adjust settings. Troubleshooting was done and the issue remained unresolved. The patient was sent a new patient programmer to resolve the reported issue. Additional information was later received and it was reported that patient's replacement programmer was working up until the morning of the report when they turned their program on to adjust and noticed it was doing the same thing as the old programmer did. Programmer would not communicate with the implant and patient wondered if it was the programmer antenna. Patient was getting the poor communication screen. Patient noted it would be tough and kind of hard not using the antenna at the time of the call but was able to get the programmer over the implant with the antenna. It was recommended to have patient get their device checked, to see if the programmer is the issue. Patient noted that they tried with the antenna again and was able to get it started. Patient connected and the programmer was working. Patient further reported they were not feeling stimulation at the time of the report and was not getting 50% or greater symptom relief, they were getting no relief. Patient stated normally when the programmer was working, they got the stimulation sensation down there and increased stimulation to where it was pretty strong and turns the programmer screen off with the programmer off button, but then they no longer got stimulation. It was further noted that patient had an appointment the day after with their doctor to go in and do something with their prostate and they were going to have 4 programs put in. No further complications were reported.